Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was not draining. The catheter would not drain even after flushing; therefore, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Received 1 used foley catheter along with a statlock device only. Visual inspection noted that the drainage eyes appeared to be occluded with a mucous-like substance. A functional test was performed via a flowrate test. The catheter was inflated with 10cc's of water. While inflated, the flow rate was 180ml/min, 180ml/min and 175ml/min. The device was found to be within specifications as the flowrate must be 100ml/min minimum. Water was introduced thru the drainage eye and came out from the drainage funnel without difficulty. The catheter was dissected and no conditions were found that could have contributed to the reported event. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The complaint was unconfirmed as the problem could not be reproduced. The instructions for use state the following: "single patient use only. Do not reuse. Do not resterilize. For urological use only. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).